Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510 k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. The balloon sleeve was not returned. A break at the taper point of the balloon at the proximal bond was confirmed. The inner was also stretched and kinked. The distance of the break between balloon and the outer shaft was 117mm. There was no evidence of previous balloon inflation, the pleats and folds were intact. Two images was also provided for review. One image showed a break in the vicinity of the proximal end of the balloon and the catheter outer shaft. Due to poor resolution the reported failure mode could not be confirmed from the image. The second image shoed the device labelled pouch packaging. Therefore, the result of the investigation is confirmed for the damaged balloon issue. The root cause for the reported damaged balloon issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure in the right lower extremity artery via the right femoral artery straight through approach, the pta balloon was allegedly broken upon unpacking. The procedure was completed using another device. There was no patient contact.